Manufacturer narrative:
Device not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o - ring, scratched case, broken reservoir tube lip, cracked keypad overlay at select button and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir compartment was damaged. The customer¿s blood glucose level was 16.6 mmol/l at the time of the incident. It was reported that the customer was unable to exit reservoir stage. It was reported that the clear ring around the compartment was broken. The insulin pump will be returned for analysis.